Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was at 40% prior to going to sleep and the customer woke up with the pump off. The pump was connected to a power source and was able to be turned back on. Customer's blood glucose (bg) level was 459 (mg/dl). The contact stated the customer usually addresses elevated bg levels using a bolus. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.